Event description:
The customer reported that the device failed to power up under battery and ac power.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.